Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was used in the colon during an enteric polyp excision procedure performed on (B)(6) 2020. According to the complainant, during withdrawal, the needle was retracted abnormally and part of the needle tip was exposed, which pricked the finger of the medical staff. The patient was found positive for hepatitis b and the medical staff immediately injected immunoglobulin for emergency treatment. The procedure was completed with another optiflo hemostasis catheter. There were no patient complications reported as a result of this event. The patients condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: patient code e2010 is being used to capture the reportable issue of the needle tip was exposed which pricked the finger of the medical staff. Block h10: investigation results: the returned optiflo hemostasis catheter was analyzed, a visual evaluation was performed and no damages or additional defects were found. A functional evaluation noted that the needle extended and retracted at the moment to activate the handle. Based on all available information and the condition of the returned device, most likely an inadequate interaction between the user and device could have caused the needle to not fully retract into the sheath leading into the user pricking their finger. The investigation concluded the most probable cause is unintended use error. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was used in the colon during an enteric polyp excision procedure performed on (B)(6) 2020. According to the complainant, during withdrawal, the needle was retracted abnormally and part of the needle tip was exposed, which pricked the finger of the medical staff. The patient was found positive for hepatitis b and the medical staff immediately injected immunoglobulin for emergency treatment. The procedure was completed with another optiflo hemostasis catheter. There were no patient complications reported as a result of this event. The patients condition following the procedure was reported to be stable.